Event description:
Following was reported: on (B)(6) 2022, lead failure was observed via hm, and inappropriate shocks were observed as well. On (B)(6) 2022, device check was done, and a break was observed. On (B)(6) 2022, replacement was done and lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 24th may 2021 and 24th may 2022 showed the sudden increase of the lv pacing impedance from approximately 500 ohms to greater than 3000 ohms at the end of the recorded period. The rv shock impedance was found high above 150 ohms. The rv pacing impedance was found low below 200 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.